Event description:
The port was placed 9/12/96. The pt was reported to experience pain and discomfort every time the port was accessed. As the physician believed the port was leaking subcutaneously, the port was removed on 1/7/97. However, no dye study was done to confirm subcutaneous leakage.